Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure on (B)(6), 2011.according to the complainant, the patient has been experiencing a rough sensation and tenderness in the vagina post procedure. During an exam, the physician observed mesh exposure at the mid urethra (exact dates unknown). It was reported that the physician plans to release the sling in the patient but the date is unknown.attempts to obtain additional information have been unsuccessful.